Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and non bsc right atrial (ra) and right ventricular (rv) leads has been showing out of range pacing impedance values with an already known to clinic noise. For the ra lead the value is stable in the low side and for the rv lead the values have been low, out of range but over the last year they have been stable and normal. Pacing thresholds have been stable. The noise was able to be recreated in an office interrogation with arm movement. Furthermore, inappropriate atrial tachy response events were recorded due to over sensing of non-physiologic noise and there were also non-sustained ventricular tachycardia episodes of over sensed myopotential without pacing inhibition. Programming options were discussed. The plan was to continue monitoring until generator change. The ra and rv leads remain in service and the pacemaker has been explanted at a surgical intervention in which a new pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and non bsc right atrial (ra) and right ventricular (rv) leads has been showing out of range pacing impedance values with an already known to clinic noise. For the ra lead the value is stable in the low side and for the rv lead the values have been low, out of range but over the last year they have been stable and normal. Pacing thresholds have been stable. The noise was able to be recreated in an office interrogation with arm movement. Furthermore, inappropriate atrial tachy response events were recorded due to over sensing of non-physiologic noise and there were also non-sustained ventricular tachycardia episodes of over sensed myopotential without pacing inhibition. Programming options were discussed. The plan is to continue monitoring until generator change. The pacemaker, ra and rv leads remain in service. No adverse patient effects were reported.